Event description:
Info received indicates the left foot siderail is not latching.

Manufacturer narrative:
The tech found the siderail latch pins were badly contaminated and sticky, preventing the siderail from latching. He replaced the siderail latch pins to repair the bed.